Event description:
On 1/22/2024, it was reported by a distributor via (B)(4) that during a procedure on (B)(6) 2024, the needle fell off of the tightrope, ar-1588rtt, on the first pass. A new tightrope was opened and used to complete the case with no adverse effect to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is a user error applying excessive forces shortening the suture strands. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was received.